Event description:
During a cardiac study the patient moved and bumped into the detector. The collision circuitry operated as expected and motion was halted. When the scan was resumed, the detector head failed to follow its planned orbit and made contact with the table. The technologist hit the override button which did not stop the detector. The detector stopped when the e-stop button was pressed by the technologist. No patient injury occurred.

Manufacturer narrative:
Investigation determined that the issue occurred as a result of a series of events; initial patient/detector contact occurred at a point in the scan where the detector was not moving in or out, the detector failed to follow its planned orbit when scan resumed, the technologist did not monitor the patient during the scan and failed to notice the detector moving out of its planned orbit when the detector made contact with the table. Evaluation of parts by service determined that the collision circuitry and e-stop were operating as intended. The override button is not intended to half motion, and when the e-stop was pressed, the detector stopped. Table top and collision pad were replaced. Software evaluation by engineering determined that when a collision occurs during a point in the scan where there is no in or out movement, the detector will not follow its planned orbit when the scan resumes. Further evaluation determined that the less sensitive rolled edge of the detector made contact with the table, which did not activate collision circuitry. A review of the complaint files determined that no other complaints were found regarding this type of issue. The technologist was not monitoring the patient during the scan, per instructions. Technologist will be retrained.